Event description:
Event description: on or about (B)(6) 2021, patient underwent placement of the xcela, catalog number h965451270, lot number 149977000. The device was implanted by dr. Marc garfinkel at (B)(6) hospital for the purpose of ongoing intravenous access. On or about (B)(6) 2022, patient was referred to southern illinois university (siu) medicine in springfield, illinois for port evaluation. Patient's medical team suspected that the port was leaking and sent a referral to siu. After examination of patient's port, it was speculated that the xcela was indeed leaking, and that the defective device had to be removed. On or about august 30, 2022, patient presented herself to memorial medical center in springfield, illinois for removal of the defective device. During removal, patient's medical team flushed the port and speculatively attributed the leakage to the catheter.

Manufacturer narrative:
The manufacturer conducted a documentary review: the product meets its specifications according to the documentary review. Without the returned product for technical investigation, it is not possible to confirm the reported defect of a "leak." Therefore, the complaint is classified as "no definitive conclusion, unverifiable (no returned product)." The related risks are identified in our risk analysis, and the occurrence rate is below the defined acceptable frequency. To ensure optimal management of a complaint, the return of the concerned product is crucial for a complete investigation.